Manufacturer narrative:
On 2/20/2020, mentor became aware that the suspect medical device was a 325cc mentor memorygel breast implant (catalog: 3543257) a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: (right) lot: 209785. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with unspecified mentor textured gel implants, suffered left breast implant rupture post-operatively. As a result, the patient underwent unilateral removal and replacement with a 325cc mentor memorygel breast implant on (B)(6) 2006.